Event description:
The customer alleged they received questionable alkaline phosphatase liquid acc to ifcc (alp) results for one patient on their c111 analyzer. The customer provided data for three samples from this patient, one of which had discrepant results that were reported outside the laboratory. The patient's initial alp result was 241.1 u/l. The second result was 98.3 u/l. The third result was 271.7 u/l. The fourth result was 103.8 u/l. The customer then replaced the probe, but it did not solve the problem. The sample was tested a fifth time and the result was 310.3 u/l. The seventh result was 169.0 u/l. The customer stated the discrepant result was reported outside the laboratory and was removed after a short while. Which result was actually reported outside the laboratory was requested but not provided. The patient was not adversely affected by this event. The alp reagent lot number was 673280-01 and the expiration date was 08/31/2013. The field service representative checked the analyzer. He replaced the wash station even through nothing wrong was found with the analyzer. A check test was performed. All the alp samples that were tested after the wash station was replaced were ok.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Additional information has been provided. The field service representative replaced the v2 valve and the alp reproducibility seemed to be better.